Event description:
It was reported that during an unknown procedure, the device "have burnt broke." The case was completed by using another device. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m90l3z.